Event description:
It was reported that a patient underwent a herniorraphy on (B)(6) 2006 and mesh was implanted. The patient has experienced digestive issues and underwent an upper gastointestional endoscopic procedure on (B)(6) 2010. The patient has been treated for h. Pylori and is currently on omeprazole.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2008-00189. The same patient is represented in each medwatch.